Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6) patient is 35 years old, male, smoker, with medical history of diabetes mellitus (type unknown), hypercholesterolemia, hypertension, high bleeding risk, anaemia, ischemic heart disease and end-stage renal disease, undergoing regular hemodialysis. Patient presented with nstemi. Index pci was done on (B)(6) 2025 to target one type c lesion with 80% stenosis at the proximal lad to mid-lad. Lesion length was 70mm and reference vessel diameter was 3.50mm. Lesion was sequentially pre-dilated with ryurei sc 2.00mm x 15mm balloon at 12 atm. Atherectomy oas was done at 80 and 120rpm. Pre-dilatation was done using nc trek 3.00mm x 15mm balloon at 14-18atm. Biofreedom 3.00mm x 36mm (lot no. W23080196) stent was implanted at 8 atm at mid-proximal lad and biofreedom 3.50mm x 36mm (lot no. W24100007) stent was implanted at 8 atm at ostial-proximal lad with an overlapping technique. Post-dilatation was done using nc accuforce 3.50mm x 15mm balloon at 12-20 atm. Timi flow post-procedure was three. No intravascular imaging was done. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel prescription. During the 1-month follow-up on (B)(6) 2025, patient had no angina. On (B)(6) 2025, patient was admitted for nstemi with a troponin level of 2,000 ng/l. Patient's ejection fraction decreased from 60% to 45%. Upon review, the patient is stable and asymptomatic, with no chest pain. The relook angiogram on (B)(6) 2025 revealed significant progression of disease in the left coronary system with 90% stenosis at the left main (lm) and 90% stenosis at the ostium of the lad. The previously placed biofreedom stent at ostial lad, showed signs of in-stent restenosis. The left circumflex (lcx) is dominant, with 90% stenosis at the ostium. High risk severe bifurcation lesions (medina classification 1:1:1) were noted at distal lm, ostial lad and ostial lcx. It is the physician's assessment that the in-stent restenosis at the ostium of lad is possibly linked to the previously implanted biofreedom stent. However, considering the involvement of the lm and ostium of the lcx all suggest new stenosis due to disease progression. No pci was performed, and the case will be discussed with the cardiothoracic surgery team to assess the feasibility of coronary artery bypass grafting (CABG) as a revascularization strategy. However, on (B)(6) 2026 patient underwent CABG procedure and had post-op complications. Patient died on (B)(6) 2026. Cause of death was suspected to be myocardial failure and/or cardiovascular failure. Autopsy was not done.

Manufacturer narrative:
The biofreedom (bfr1-3036/w23080196 and bfr1-3536/w24100007) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. The angiographic review concluded that the index pci was appropriately performed with satisfactory angiographic results (timi 3 flow) and no identified technical deficiencies. The patient presented with multiple well-established risk factors for in-stent restenosis (isr), including end-stage renal disease on hemodialysis, diabetes mellitus, active smoking, anemia, long lesion length, and overlapping stent implantation (biofreedom 3.00x36mm and biofreedom 3.50x36mm). Follow-up angiography demonstrated isr at the ostial lad; however, there was also significant progression of diffuse multivessel coronary artery disease involving the left main and left circumflex arteries, supporting an aggressive underlying atherosclerotic process. Based on the procedural review and clinical context, the isr is most likely due to patient-related biological risk factors rather than device malfunction or implantation error. The patient's subsequent death following CABG is attributable to advanced multivessel coronary artery disease and postoperative myocardial failure, with no evidence to suggest that the implanted stents were the root cause of death. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.